Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented in clinic for a follow up visit, device was unable to be interrogated. Patient was last seen in clinic in (B)(6) 2018 and the longevity was showing at twelve months. Patient had a heart rate of forty beats per minute and was admitted to the hospital. Patient has a merlin.net transmission system; however, was not using it. Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. Patient was stable before, during and after procedure.